Event description:
On (B)(6) 2002 the pt was implanted with a sparc sling to treat her urinary incontinence. It was reported that the pt had mesh exposure and on (B)(6) 2013 the mesh and a large bladder stone were removed.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.